Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on september 8, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted for cyst drainage during an endoscopic ultrasound (eus) procedure performed (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after deployment of the first flange of the axios stent, the luer became completely detached from the axios delivery handle. Consequently, the second flange of the axios stent was difficult to modify the position and was unable to be released from the scope. The axios stent was removed from the patient together with the scope and a second axios stent and electrocautery enhanced delivery system was used. However, the same problem of luer detachment occurred and there was difficulty in deploying the axios stent. The second axios stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition was reported to be hemodynamically stable throughout the procedure and after the procedure was completed.